Manufacturer narrative:
Batch review performed on 20 september 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot. Not yet received.

Event description:
During the tightening of the last self drilling screw, the tips of the screw driver broke off from the driver. All pieces were retrieved from the patient. The surgery was completed successfully. The instrumentation is available.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: during the visual inspection was observed that two out of four prongs broke off as per fragile fracture. The standard driver design has been reviewed in order to address this issue. All the critical cross-sections have been enlarged to improve the stiffness and a mechanical stop has been added on the outer shaft to ease the removal from the plate hole and screw interface.